Event description:
One pt with discrepant bicarbonate results. Initial result gave 40 mmol/l; repeat gave 29 mmol/l. No erroneous results reported. The field service rep determined the cause of the discrepancy to be due to a faulty rinse mechanism overfilling cells, and replaced leaky tubing. Performance tests were performed and within specification.